Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.